Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and primed the closed tube aliquotter (cta). The fse noticed the wash fluid accumulated on the piercer probe and suspected that the wash station did not drain fluid fully. Upon troubleshooting, fse found the drain pump tubing was disengaged from rollers. The fse replaced the drain pump tubing to resolve the issue. The fse primed the instrument successfully with no further leaks. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported dripping fluid coming from the closed tube aliquotter (cta) piercer probe on their unicel dxc 600i synchron clinical chemistry system. The leak was contained inside the instrument. The operator wore gloves and gown when troubleshooting. There was no personnel contact with the material. No erroneous results were generated.